Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that during the implant procedure, the lead could not be fixed to the myocardium. A different lead was used to complete the procedure. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.